Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was fully deployed, however dislodged aortically on release. It was reported that the coronary flow was adequate as the sinus of valsalva was wide. A second transcatheter valve was successfully implanted. Of note, it was reported that the patient had an elliptical left ventricular outflow tract (lvot) and a septal bulge. No adverse patient effects were reported.